Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: during the case one of the lighted stents was not illuminating. The circulating nurse switched the fiber connection on the l10 light source and the ureter/stent then lit up properly. This caused a momentary delay in the case with no patient harm as the surgeon was then able to properly identify the ureter. It seems as though there is an issue with one of the fiber connections on the l10 box because when the nurse made the switch the other ureter/stent did not light up. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be a not fully seeded fiber. Gtin: (B)(4).

Event description:
It was reported that the lighted stent not illuminating. Although there was patient involvment, there was no adverse consequence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the lighted stent not illuminating. Although there was patient involvement, there was no adverse consequence.